Event description:
The customer reported falsely elevated alinity I ca 19-9xr results for a 70yrs old female patient. The ca 19-9xr results were as follows: on (B)(6) 2026 sid (B)(6) initial= 263.66 u/ml /repeated=4.81 u/ml on alinity (B)(6)= 5.35 u/ml repeated on alinity (B)(6) = 5.35 u/ml the patient¿s clinical diagnosis is currently unknown. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 8p32-20 that has a similar product distributed in the us, list number 8p32-21, with 510k/PMA/bla number k052000.

Event description:
The customer reported falsely elevated alinity I ca 19-9xr results for a 70yrs old female patient. The ca 19-9xr results were as follows: on (B)(6) 2026 sid (B)(6) initial= 263.66 u/ml /repeated=4.81 u/ml on alinity (B)(6) = 5.35 u/ml repeated on alinity (B)(6)= 5.35 u/ml. The patient¿s clinical diagnosis is currently unknown. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review of alinity I ca 19-9xr reagent lot 80826fp00. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending by list number and by complaint lot did not identify any trends. Device history review did not identify issues associated with the customer¿s observation. Historical performance of reagent lot 80826fp00 evaluated using worldwide field data for the alinity I ca 19-9xr assay. The patient data was analyzed and compared to an established control limit. The patient medians were within the established limits, indicating that the lot is performing acceptably in the field. Labeling was reviewed which adequately addresses the current issue. Based on our investigation, no systemic issue or deficiency was identified with the alinity I ca 19-9xr reagent lot 80826fp00.